Event description:
It was reported that approximately 120 days after a coronary artery drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesions were located in the circumflex (cx). The vessel size was 2.75mm in diameter, moderately calcified and 100% stenosed. During the initial procedure, the physician successfully implanted two taxus liberte drug eluting stents (des); 2.25x24.0mm and 2.50x20.0mm in the cx. Prior to the procedure, plavix, aspisol and heparin were administered; and plavix and asa were administered after the procedure for follow-up. Approximately 120 days later, the patient presented with chest pain. Filiforme in-stent restenosis was diagnosed in the taxus liberte 2.50x20.0mm des that was previously placed in the cx. The patient was sent for re-intervention. The area was dilated with a maverick 2.50x3.0mm balloon at 8 atms for 20 seconds. There still appeared to be an area of restenosis in the distal portion of the stent. The physician deployed a tsunami 2.00x10.0mm stent at 8 atms for 20 seconds and then post-dilated with a maverick 3.00x30.0mm balloon at 10 atms for 20 seconds. The procedure was completed with good results. There were no reported patient complications. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. Should further relevant information become available; a supplemental medwatch report will be filed.